Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of grip. A piece approximately 17.23mm x 5.30mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found a broken conductor wire as a result of the broken grip tip. Additionally, the instrument was found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that the force bipolar instrument's tip broke. It is unknown if a fragment fell inside the patient. No known impact or patient consequence was reported.